Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information received: dr. Performed a gastric sleeve the first week of december. The procedure was posted for laparoscopic but switched to robotic. During the procedure, the surgeon visibly saw external bleeding on the staple line. The surgeon used gold then blue reloads. He noticed some bleeding where the gold reload was used. Vistaseal was used on the staple line to address the bleeding. The surgeon is not a big user of vistaseal but used it in this case. Post-op, the patient came back with acute anemia, melena, and low hemoglobin. The patient needed a transfusion. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric sleeve they noticed bleeding along the staple line near the pylorus. A gold reload was used initially then followed up with blue reloads. No buttressing material was used. The patient was brought back post op for continued bleeding and was transfused. Vistaseal was also used. The patient is fine now.